Event description:
Complainant alleged that during biomed testing, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction. The customer was not able to provide zoll with the serial number of the device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.